Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that a patient presented in clinic on (B)(6) 2018. Device interrogation revealed high impedance, intermittent capture, and lead fracture of the right ventricular lead. The lead was explanted and replaced on (B)(6) 2018. The physician also elected to replace the implantable cardioverter defibrillator and atrial lead. The patient was stable post procedure.